Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from of the results obtained. The customer's expected fasting blood glucose test result range is 70 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 182 and 167mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/17/2017 and open vial date is approximately two weeks ago. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer hadn't made any changes to diet or medication.

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from of the results obtained. The customer's expected fasting blood glucose test result range is 70 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 182 and 167mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/17/2017 and open vial date is approximately two weeks ago. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer hadn't made any changes to diet or medication.